Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Incident details surrounding event when they are trying to pulling the head of fetus the vacuum going down suddenly , vacuum not maintain properly and cup removing , some time they need to do same procedure two or three times . 1216677-2022-00149 mystic ii,mushroom cup 10057 e-complaint-(B)(4).

Event description:
Incident details surrounding event. When they are trying to pulling the head of fetus the vacuum going down suddenly , vacuum not maintain properly and cup removing , some time they need to do same procedure two or three times . 1216677-2022-00149 mystic ii,mushroom cup 10057 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-review DHR *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 03/12/2020 under wo #282430. Manufacturing record review: DHR 282430 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit on RMA 331404 was not received as of 6/20/2022. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an functional evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: a root cause is not determinable. *correction and/or corrective action no applicable corrective actions as no root cause has been determined. No other units from lot #282430 are in stock for review. A review of the process confirms each unit's gauge is checked. Also, each cup is bent over where the stem meets, verifying no separation occurs. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.